Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; error e102 occured. The emergency light turns on without turning on the main lamp. The operating time was 200 hours. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Normally, it is unlikely that the lamp will fail, and since there is no abnormality, the cause is judged to be a lamp failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use of the subject device, clv lamp err (e102) occurred the user replaced the subject device to another one and completed the procedure. There was no report of patient injury associated with the event.